Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay user/pt contacted lifescan (lfs) alleging that his onetouch ultra2 meter was displaying inaccurate high readings compared to his feelings. This complaint was classified based on the customer care advocate (cca) documentation. The pt alleged that the product issue began months prior to contacting lfs. On (B)(6) 2010, the pt reportedly tested his blood glucose on the subject meter and obtained results of "283 and 248 mg/dl" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl. The cca documented that the pt manages his diabetes with insulin (self adjuster). Despite the alleged high meter readings obtained from the subject meter, the pt claimed that he had more food/drink and took his insulin prior to going to bed. At 3:22 am on (B)(6) 2010, the pt claimed that he became "sweaty, shaky, was out of it, and felt like passing out." The pt stated that he tested his blood sugar on the subject meter at the onset of the symptoms and obtained a reading of "47 mg/dl." The pt performed self-treatment by having some yogurt. The pt denied using any other meter to test his blood glucose. During the troubleshooting session, the cca was unable to perform a quality control test on the subject meter because the pt did not have a control solution at the time of the call. Per protocol, replacement meter and supplies were sent to the pt. This complaint is being reported because the pt claims he obtained inaccurate high readings on the subject meter, administered his insulin based on the readings, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.